Event description:
The plate was implanted in 2000 for a left femoral shaft fracture. Fracture was repaired with plate, allograft bone graft, 8 screws. Howmedica cable & sleeve. Plate noted as broken in 2001, date of removal is unknown.